Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise, diminished right ventricular sensing, and oversensing associated with the extravascular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming was done for the ICD and the issue has improved.

Event description:
It was reported that the extravascular implantable cardioverter defibrillator (ev-ICD) recorded an oversensing noise episode and non-sustained ventricular tachycardia (nsvt) episode. The patient mentioned at the time of the noise event; they had touched some electrical wires due to an electrical repair at home. Three days prior, several other nsvt episodes were recorded and myopotentials were observed. The patient was hospitalized. Two days later, another follow up was performed in which additional electromagnetic interference noise was visible during push ups. It was noted that the extravascular (ev) lead exhibited low r-waves and was reprogrammed. The ev-ICD and ev lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 ev ICD, implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.